Event description:
It was reported that a revision surgery was necessary due to a loosening glenoid component. A construction of the glenoid with allograft and a shoulder prosthesis change to an inverse shoulder prosthesis was performed. No further information received.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Based on the information provided, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional information from the field, arthrex concluded that the most likely cause. The reported failure is most likely due to a patient-specific event, particularly the loosening of the implant as a result of changed conditions in load transfer, respectively, fatigue wear and breakage of the cement bed, and/or tissue reaction to the implant. Directions for use (dfu) dfu-0131 univers ii total shoulder system and univers apex total shoulder system. D. Adverse effects 3. Loosening of the implant as a result of changed conditions in load transfer, respectively, fatigue wear and breakage of the cement bed, and/or tissue reaction to the implant. Loosening is frequently a consequence of one or several of the above-listed risk conditions, but can also be caused by inadequate anchoring technique (see below). 4. Dislocation, subluxation, or inadequate scope of movement as a result of failure to achieve optimum positioning of the implant. 5. Bone fractures as a result of one-sided overload or weakened bone substance. The complaint was confirmed based on the attached pictures and the received devices. Due to the biohazard condition, they were unable to be physically and visually evaluated.